Manufacturer narrative:
This report is filed april 12, 2016.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Subsequently, the device was explanted (date not reported). The patient was reimplanted with a new cochlear device on (B)(6) 2016.

Manufacturer narrative:
This report is filed (B)(4) 2016.